Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high and the pump alarmed no delivery in the past. The customer¿s blood glucose level was 530mg/dl at the time of the incident. The customer¿s father reported that it tells them no infusion like it was not sending the insulin the needle and was getting clogged. It was getting clogged before the three days. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by reservoir change. Customer does not have product in question to return. Father stated that the no delivery happens on the third day of wearing the infusion sets. Father reported high blood glucose and that he treats with syringe. The reservoir will not be returned for analysis.